Manufacturer narrative:
Device evaluated by MFR: returned product consisted of threader micro-dilation catheter. There was blood and contrast in the inflation lumen. Microscopic investigation of the balloon revealed pinholes near each edge of the markerband. Investigation revealed no irregularity of the markerband that could have contributed to or caused the pinholes. Inspection of the remainder of the device revealed a kink on the hypotube 26.5cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified first diagonal branch of the left anterior descending (lad) artery. Following stent deployment, a 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate lesion. Upon the first inflation, the balloon was inflated at 6 atmospheres without issue. However, upon the second inflation, the balloon ruptured at 8 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified first diagonal branch of the left anterior descending (lad) artery. Following stent deployment, a 1.2mm x 12mm threader balloon catheter was advanced to dilate lesion. Upon the first inflation, the balloon was inflated at 6 atmospheres without issue. However, upon the second inflation, the balloon ruptured at 8 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.